Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate (B)(4). This case is associated to case (B)(4), by reporter. This case involves a female, pt, (age nos), who received poly-l-lactic acid (sculptra) therapy sometime in (B)(6) 2008. The physician reported that she used midazolam to "sedate" the pt in order to avoid pain (she did not use lidocaine or any other local anesthetic). Poly-l-lactic acid was diluted with 10 ml of distilled water. She used a higher volume of dilution as she had pts who experienced granulomas in the past (refer to associated case numbers above). In (B)(6) 2009, granulomas at the injection site (face) and neovascularization around the granulomas were noted. As corrective treatment, the pt received intra-lesional corticoid injections and oral corticoid therapy. After corrective treatment, the granulomas improved a little; however, they were still visible and palpable. The reporter stated that she believes the granuloma development was caused due to treatment with poly-l-lactic acid therapy.

Manufacturer narrative:
(B)(4). Addendum for follow-up info received on 31-jul and 09-sep-09 respectively, were processed together: it was confirmed that the actual ptc numbers associated with this case are: (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.